Event description:
It was reported that an unspecified malfunction alarm occurred after the pump was dropped. The customer¿s blood glucose (bg) level was displayed as ¿high". However, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.